Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report using the purely yours breast pump in the car with batteries on (B)(6) 2015. She states hearing a loud pop from the pump base during the pumping session. Customer states she noticed some grey fluid leaking from the battery compartment several days later. Customer states she did not come in contact with the fluid. Customer states no burn, injury or property damage.